Manufacturer narrative:
The product has not been returned for analysis. Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an issue with a preloaded intraocular lens indicating that the lens was loaded incorrectly from the factory. During the time out at the beginning of the case the lens packaging was reviewed and the preloaded lens was handed to the resident surgeon. There was no noted issue with the injector prior to injection of the lens. The lens was slowly being injected into the capsular bag and noted to be coming out backwards; the injector was rotated to allow proper orientation of the lens in the bag prior to complete insertion. Once the lens was in the eye a small "crack" was noted at the haptic optic junction. The haptic appeared fine and the optic without damage. There was no undue pressure on the lens or injector during insertion. The lens appeared stable in the eye and surgery proceeded to completion without incident. It did not appear that the lens would result in a poor outcome for the patient.